Manufacturer narrative:
No patient involved at the time of the event. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported the centrimag failed and the motor was suspected to be the issue. The centrimag was not in use on the patient at the time of the event and therefore there was no impact on the patient. No additional information was provided. This event was previously not reported due to no patient involvement. Abbott made the decision on july 13, 2018 to initiate a voluntary recall; therefore, this event is being upgraded to reportable.